Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however outer insulation cosmetic cut, apparent explant damage noted, and blood noted on helix mechanism and helix mechanism (sleeve head); full lead returned and analyzed.

Event description:
It was reported that the right atrial lead dislodged. The lead was removed and replaced. No patient complications were reported as a result of this event.